Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event(s) of abdominal pain and peritonitis, which warranted antibiotic therapy. Per the pdrn, the definitive etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, transmigration is suspected given the patient¿s history of unspecified gi problems and the identified organism being e. Coli. Enterococci are considered normal intestinal flora in humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) for this patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy reported that the patient was diagnosed with peritonitis. The pdrn reported that the patient was experiencing abdominal pain on (B)(6) 2019, and peritoneal effluent fluid cultures were positive for gram-negative enterococcus coli. Additionally, a peritoneal effluent cell count revealed an elevated white blood cell count of 51,580 cells/ul. The patient was treated as an outpatient and prescribed intraperitoneal (ip) fortaz 1.5 grams daily for 21 days. The pdrn reported the patient is ¿very sick¿ (specifics not provided) and has multiple gastrointestinal (gi) problems (specifics not provided). The pdrn stated the cultured organism supports a gi source, and it is suspected transmigration may have occurred. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) and/or product(s). The patient recovered from the events and continued to undergo ccpd therapy utilizing the same liberty select cycle without issue.